Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that a system presented with light ports that do not have power and the cautery has intermittent problems. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
This file is not reportable with the new information. There will be no further reports sent in. The manufacturer internal reference number is (B)(4).

Event description:
Corrected information received from the customer stating the only issue was the bipolar ports presented with intermittent power. There was not an illumination issue as originally reported.